Event description:
Caller reported that insulin cartridge leaked from the o-ring. There was no adverse impact to the customer¿s blood glucose level. Caller managed to change the cartridge and successfully resumed insulin therapy.